Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the latest version. The unit passed all testing and operates within the manufacturing specifications.